Manufacturer narrative:
Procode: fad stent, ureteral. (B)(4).

Event description:
A resonance stent was placed in (B)(6) 2019 and scheduled for a routine stent exchange today, (B)(6) 2020. The district manager advised the user facility that this is past the recommended indwelling time. During removal of the stent, it was noted that the distal end of the stent was no longer in the bladder and had migrated into the ureter. An attempt was made to remove the stent with graspers, was noted to have ingrown into the mucosa of the ureter. A laser was used around the ingrown portion. During use of the laser, a piece of the stent broke off and was retrieved with graspers from the patient. The doctor placed a polymer stent due to the trauma to the ureter and it will need time to naturally repair.